Event description:
It was reported to boston scientific on 12/08/06 that the facility had a problem with a catheter becoming entangled in a stent. The customer reported: "the device did 4-5 runs and on the very last run, the catheter (subject device) became entangled in the stent. The pt had open heart surgery in 2006, and was reported to be doing fine on the next day, the surgeon stated that the marker band of the catheter (subject device) was entangled in the distal lad in the most distal part of the stent."

Manufacturer narrative:
The device in question was returned to the MFR on 12/22/06, for evaluation. An investigation on the device in question has been initiated. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info becomes available, a supplemental report will follow.